Manufacturer narrative:
The qc results were inconsistent during the event timeline. A bci field service engineer (fse) replaced the reagent and sample probes and verified all alignments. Since the fse visit, the customer has not placed any additional inquires. Fse continues to monitor this account. Although hardware appears to be a contributing factor, a clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a difference in glucose cartridge results between two unicel dxc 800 pro synchron chemistry analyzer units. The customer performs daily shift split random patient sample test against their two units and have noticed a difference of up to 12mg/dl between the samples. The customer verifies patient results on a third analyzer prior to reporting. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted by this event.